Event description:
Some simplexa flu a/b & rsv lots demonstrate sporadic false positive rsv signals, which may result in a slightly higher rsv false positive rate. On (B)(6) 2014, a client notified focus diagnostics that lot # 24493 was demonstrating a "rsv bump" (an unusual positive response), causing the client to repeat the test, and the repeat result was rsv negative. To date, focus diagnostics has received a total of 13 customer complaints out of 42. The issue appears to be the rsv (m gene) fluorescent probe primer. The influenza a and influenza b results are still accurate since the fluorescent probe-primers to detect those viruses are different than those detecting rsv.

Manufacturer narrative:
Additional lot #"s: 24495, 24535, and 24536.